Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent, abdominal pain, the presence of fibrin, and night sweats coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin (2.5 grams, route, frequency, and duration not reported) and gentamicin intraperitoneally (100 mg, frequency and duration not reported) for the peritonitis event. At the time of this report, it was unknown if the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.